Manufacturer narrative:
Initial 2 of 3. Name tandem . Street 11045 roselle street. Line 2 suite 200. City san diego . State ca . Zip code92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced event on 11-apr-2026, where infusion set fell off during use after few hours. The issues occurred with three similar types of infusion sets.